Manufacturer narrative:
Facility did not request service. The facility declined site visit. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Customer questionaire indicates that ultrasonic washer water and detergent is changed every 3 months and that the handpieces are flushed with 5-10ml of water, despite requirements in handpiece dfu to flush with a minimum of 120ml per port followed by 60ml of air. A review of complaints for the last 24 months did not indicate any add'l similar reports for the associated system. Most likely contributor of the reported event is contamination of ultrasonic washer fluid, insufficient handpiece flushing or other process related issues. (B)(4).

Event description:
A nurse reported a pt with toxic anterior segment syndrome (tass) following a cataract with intraocular lens implant procedure. The surgeon provided that the suspect product is unk. Add'l info was received via a returned questionaire. This was the second case of the day, and the procedure lasted 28 minutes. The pt present with tass in the right eye one day post operatively. The pt was treated in the office with a steroid flush. The pt's symptoms have resolved with treatment.